Event description:
The patient reported that the screen of his infusion device froze, and he could not get the infusion device to respond to button presses. The patient's blood glucose did elevate to 200 mg/dl, but he did not report any symptoms with his elevated blood glucose. The patient's normal blood glucose is between 120-130 mg/dl. The power pack had been in use for 2 weeks. The patient was aware of the power pack recall, but he stated that he put off changing his power pack. The patient was instructed to change his power pack and the device started working properly. The patient was able to deliver a 4 unit bolus. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.